Event description:
Following a percutaneous transluminal coroanruy angioplasty/stent procedure an angio-seal device was placed in a pt's right groin. The pt became hypotensive during the procedure (systolic blood pressure in the 90s). The pt's femoral artery was superficial and therefore a small piece of the device collagen was visualized above the pt's skin. A small hematoma was noted to form and therefore manual pressure was held for 15 minutes. Post deployment the pt complained of severe abdominal pain. The pt continued to be hypotensive despite fludis being wide open. The pt was also diaphoretic and a stat electrocardiogram indicated "st" changes. Later (length of time not documented) the pt became rigid. The physician attempted an angio using the pt's contralateral leg but was unsuccessful due to pt history of polio; physician therefore did a cut down using the brachial artery. The pt's blood pressure continued to drop and the pt coded for 55 minutes. The pt expired while in the catheter lab. A preliminary autopsy found the angio-seal to be intact; however, the femoral artery had a longitudinal laceration above the arteriotomy with unknown etiology. As of 10/13/1998 there has been no further info provided to the MFR.